Event description:
It was reported that a malfunction alarm occurred. Additionally, customer's glucose level displayed "high". During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully, resolving elevated glucose level and malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.